Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (touchscreen does not function) was confirmed. As received, the monitor failed incoming testing, damaging multiple components and power supplies. Upon evaluation, there was corrosion on the j502 connector and table board. The cause of the non-functional touchscreen and damaged components and power supplies is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A zoll distributor contacted zoll to report that the touchscreen on a patient's monitor was not functioning. During service evaluation, the monitor failed incoming testing.